Event description:
At the beginning of scheduled device follow up on (B)(6) 2011, the ECG showed normal safer functioning. Upon interrogation, a message stating the device was re-initialised to restore normal behavior was displayed. At that point the ECG was showing vvi functioning and pectoral stimulation was observed. The same message was observed upon each interrogation attempt, even with three different programmers. Device could not be interrogated. Preliminary analysis identified a non recoverable communication problem, therefore device replacement was recommended. Device will be returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.